Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to infuse dextrose 10% (d10) at a rate of 5.3ml/hr with volume to be infused of 5.3ml/hr via 24 gauge peripheral IV saline lock. The total volume of the d10 bag was 500ml. The pump programming was verified by 2 rns. Thirty three minutes into the infusion, the nurse noticed that half of the fluid was infused, volume remaining of approximately 250ml, and the pump was still displaying rate of 5.3ml/hr. Blood was drawn to check the glucose and found to be greater than 1,250mg/dl. Insulin bolus was administered, followed by an infusion. Due to the event, the baby had to be life flighted to a another facility for a higher level neonatal intensive care unit (nicu). The baby is doing "ok" but no further details are available.

Event description:
It was reported that the pump module was programmed to infuse dextrose 10% (d10) at a rate of 5.3ml/hr with volume to be infused of 5.3ml/hr via 24 gauge peripheral IV saline lock. The total volume of the d10 bag was 500ml. The pump programming was verified by 2 rns. Thirty three minutes into the infusion, the nurse noticed that half of the fluid was infused, volume remaining of approximately 250ml, and the pump was still displaying rate of 5.3ml/hr. Blood was drawn to check the glucose and found to be greater than 1,250mg/dl. Insulin bolus was administered, followed by an infusion. Due to the event, the baby had to be life flighted to another facility for a higher level neonatal intensive care unit (nicu). The baby is doing "ok" but no further details are available.